Event description:
Clinic notes dated (B)(6) 2013 note that the patient is diagnosed with obstructive sleep apnea and uses CPAP nightly. The physician reported that the sleep apnea was first observed during a sleep study in (B)(6) 2010. It was reported that the sleep apnea is not associated with device stimulation. It was reported that no causal or contributory programming or medication changes preceded the onset of the obstructive sleep apnea. The physician reported that it is unknown if the patient has a medical history of sleep apnea prior to vns therapy.